Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report was confirmed, the front display was not present due to a faulty printed circuit board failure. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that during preparation for a therapeutic gallbladder procedure, his olympus high flow insufflation unit's screen went black upon starting up. According to the initial reporter, another device was used to complete the intended procedure without any delay or patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the phenomenon ¿blackout with alarm" seemed to have occurred due to failure of the printed circuit board. However, a definite root cause cannot be identified at this time. Olympus will continue to monitor field performance for this device.